Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No device malfunction alerts, or motor errors were found in the available device engineering logs. The logs last synced on (B)(6) 2025; therefore, data for the reported event date of (B)(6) 2025 was not available for review. The ilet was delivering insulin as intended during the available time window, with alerts triggering appropriately. A factory reset was not found. No evidence of system failure was identified. However, a bent cannula was confirmed during clinical evaluation, which may have contributed to elevated glucose levels.

Event description:
On (B)(6) 2025, a certified diabetes care and education specialist (cdces) reported that on (B)(6) 2025 the user was found unconscious at home with a blood glucose (bg) level of 986mg/dl and was transported to the hospital by emergency services. The user was admitted and treated with intravenous (IV) insulin for diabetic ketoacidosis (dka). The user remained hospitalized until (B)(6) 2025. A freestyle libre 3 plus (fsl3+) cgm was in use, but the sensor had expired prior to the event, resulting in gaps in cgm data. A bent infusion set cannula was found during infusion set removal.